Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2013-00660. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years a correlation between the device and the reported event could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital for suspected pump thrombosis. On admission, the patient had dark colored urine and the lactate dehydrogenase (ldh) level was 1132 u/l, with an inr of 2.6 (goal 2.5-3.0). The patient¿s inr had been running 2.2-3.2 in the preceding couple of months. The patient was placed on IV argatroban and integrilin. Plavix was considered but the patient¿s platelet count was low at 83 x 10^9/l during the inpatient stay. It was reported that the patient has a known history of factor v leiden thrombophilia, heparin intolerance and a past pump exchange. A system controller log file was submitted to the manufacturer¿s technical services representative for review. The log file did not contain attributes suspicious for the presence of thrombus within the motor chamber. On (B)(6) 2016, an echocardiogram ramp study demonstrated normal left ventricle unloading and no aortic valve opening. The patient's ldh was 925 u/l and the plasma free hemoglobin was 6.6 g/dl on (B)(6) 2016. On (B)(6) 2016, the patient was discharged home with an ldh of 552 u/l and a plasma free hemoglobin of 7 g/dl. The patient¿s anticoagulation medications included aspirin and coumadin with the same inr goal of 2.5-3.0. The patient was reportedly stable at home. The patient would be followed weekly for hemolysis studies and platelet count monitoring. They were likely to start plavix if the platelets stabilized. No additional information was provided.